Event description:
It was reported the patient's blood glucose levels rose to 3 g/l (300 mg/dl). Actions were reportedly taken in the healthcare establishment to manage the patient. The injection site and batch number was changed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.